Event description:
Blood was backed up in the cvp [central venous pressure] line connected to the swan ganz catheter. Rn flushed line and saline started leaking through the cvp right above the lumen directly attached to the swan. Md notified and pa [pulmonary artery] cath pulled.